Event description:
It was reported that the patient presented for initial implant. During the procedure, the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. This ICD was not used, and the physician completed the procedure using a different ICD. There were no patient consequences reported.

Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry communication was not confirmed. The device was received with normal ble and inductive communication. The device demonstrated reliable bluetooth and inductive communication, maintaining consistent telemetry performance without issues. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional abnormalities.